Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported while walking near a (B)(6), it had an adverse effect on him and his device, as the patient noted the device malfunctioned. No specific performance issue was reported; however, there was some concern over potential electromagnetic interference (emi) with (B)(6).